Manufacturer narrative:
(B)(4). Date sent: 06/17/2025. D4: batch #807c17. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gst60g reload was received unfired. The returned reload was loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the reload performed without any difficulties noted. No cartridge separation was noted during the analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review- a manufacturing record evaluation was performed for the finished device batch number 807c17, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 05/14/2025. D4: batch #unk. Investigation summary: this is an analysis of two photos submitted for evaluation. During the visual analysis, the following was observed: the first photo shows a tyvek from top view, code gst60g lot: 117d44. (Exp. Date: 2027-04- 30). The second photo shows an open package with a green reload, the staple retainer loaded and the reload pan appears to be fully attached. Based on the photos the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned, our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number 117d44, and no non-conformances were identified. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during an unknown procedure, it was observed that the pin came out of the reload device during firing while checking the reload. Another like device was used to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 05/01/2025. B3: only event year known: 2025. D4: batch #unk. The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.